Event description:
The lesion was located in the mid right coronary artery (rca). Prior to stenting, the physician used the intravascular ultrasound (ivus) catheter to image the vessel successfully. Post stent placement, the ivus catheter was used again. The first run was successfully completed. The second run was not completed, the guidewire had become twisted around the catheter proximal to where it comes out of the short monorail segment. The ivus catheter together with the guidewire were removed as a unit. The procedure was completed without pt complications. The pt was reported as "fine". Upon inspection of the returned device by the MFR, it was noted that the device arrived in two pieces, and the distal tip of the catheter was broken off. The broken off tip was stuck at the distal end of the returned guidewire. The reported complaint from the user facility did not indicate any breakage of the ivus catheter during the procedure. The breakage may have occurred after the procedure, when the user examined the device, or during packaging of the device for return. Therefore, based on the observations of the returned ivus catheter, the MFR is reporting the tip break.